Event description:
It was reported that the physician's handheld computer was not functioning properly. The screen would appear to be blank unless significant pressure is applied to the rear of the handheld computer. The battery latch appeared to be locked. The site indicated that the handheld computer was stored properly and not mishandled. The faulty handheld computer was returned and underwent analysis. Analysis found that the battery door latch switch was defective. Once the switch was replaced, the handheld computer and software performed normally. The cause of the defective switch is unknown.